Event description:
Related to MFR report#: 2183959-2012-01160, 01161 and 01163. It was reported by plaintiff's attorney that the plaintiff was implanted with an apogee graft on or about (B)(6) 2008, for treatment of a rectocele. It was alleged the plaintiff "continued to have issues, including recurrent cystocele, minor rectocele, and erosion to the apogee graft." On or about (B)(6) 2009, the plaintiff underwent a surgery to trim the eroded portion of the apogee graft and implant another MFR's synthetic support system. The symptoms returned and she underwent surgery on (B)(6) 2011. The old mesh was excised and an elevate anterior and apical system was implanted. The plaintiff continues to suffer from urinary difficulty and other "issues."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.